Event description:
It was reported that during a minimally invasive hemilaminectomy, the bur broke. It was also reported that the broken piece was easily retrieved and no pieces were left behind, an x-ray was used to confirm this. It was further reported that another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this alleged event was returned for eval. The device is anticipated, but not yet begun. The bur lot number has not been provided.